Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code (B)(4), lot #l909255 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that the anchor device was broken when the surgeon inserted it to the patient¿s body during arcr surgery. The surgery was completed by using alternative device (p/n: 22298, lot# was unknown) via the different bone hole. There were no broken pieces. It was brand new and the first use when the issue occurred. There was no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.